Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 20jun2019, date of report : 22jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the flow sensor assembly. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.